Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Visual device analysis: "device photograph for the device related to the reported event of rupture was reviewed on (B)(6)2021. Visual analysis of the photographs identified: red particle material on the shell, opening. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.